Manufacturer narrative:
Device reported as implanted on (B)(6) 2012 or (B)(6) 2009, but does not specify which products on which date.

Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.